Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the down arrow and ok keypad buttons were both over and under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 06/03/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/20/2015 with the following findings:visual inspection revealed that the keypad cover was intact and free of damage. Evaluation revealed that all of the keypad buttons were properly responsive: the reported issue was not duplicated. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. A cartridge cap and battery cap were not returned with the pump; a test cartridge cap and battery cap were used during the analysis. During the analysis, the pump operated according to the specifications.